Event description:
On (B)(6) 2013, it was reported that the physician was having problems turning on and off the handheld because the power button was sticking and would not turn. Once the system would finally turn on, it would not turn off. The programming system was returned to the manufacturer and is pending product analysis. No other information has been provided.